Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat the patients great saphenous vein (gsv) (B)(6) 2024). Only one leg was treated. The blue introducer was used. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. Hypersensitivity, skin irritation, itching rash along the treated vein (>5cm from access site) was reported. Symptoms occurred between days 2-14 after procedure. This is a recurrent process. Patient stated after procedure that she was allergic to eyelash glue. Patient is going to an allergist. Patient is currently on prednisone to treat the hypersensitivity. Patient is still experiencing symptoms and is in contact with the physician.

Manufacturer narrative:
Additional information: patient has completed a couple rounds of steroids and is feeling better. No excision is needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.